Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the last three foley catheters placed with the 5cc 2-way lubricath foley product had leaked around the insertion site and leaked enough that bedding had been changed. It was also reported by the customer that these were patients who had been unable to urinate while lying flat.